Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc (olympus medical systems corp) for evaluation. In the evaluation of omsc the following was confirmed, the outer surface was sticky. As a result of component analysis, the liquid adhering to the outer surface is considered to be ethers containing hydroxyl groups. However, they might be derived from ethylene oxide gas (eog) sterilization when the product was returned to omsc. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to the residue of water and cleaning solution on the subject device during sterrad sterilization.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that a liquid such as oil had adhered to the surface of the camera cable of the subject device during the preparation for use. The facility stated sterilization was performed at sterrad. Other detailed information was not provided. There was no report of patient injury associated with the event.